Event description:
(B)(4). Had the surgery for essure implanted in (B)(6) of 2013 which was told prior to that it would not be a surgery. I have developed since then, severe tooth decay and will have a denture this spring, hair loss, pelvic pain, a lot of bleeding during menstrual cycles, fatigue, hair loss/ thinning mood swings, joint pain, brain fog, breast tenderness, sore to the touch, weight gain, frequent urination, heart palpitations, bloating, daily headaches, no libido, and dizzy spells. I just received an x ray today that only shows the left coil in place and the right coil is not located. I'm having an ultrasound done later today.